Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient heard an alert for a few days. The pace/sense portion of the right ventricular lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Right ventricular pace impedance rose from the 900s ohms range to 1355 ohms on (B)(6) 2010 and 2019 ohms on last measurment (B)(6) 2010.

Event description:
It was reported that the patient heard an alert for a few days. The pace/sense portion of the right ventricular lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.